Manufacturer narrative:
(B)(4). Concomitant products¿ persona tibia size f catalog 2532007502 lot 63359529; persona articular surface 10mm height catalog 42522000510 lot 63315264. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the implants remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00031 and 2648920-2017-00200.

Event description:
It was reported that a patient underwent a right total knee arthroplasty which has subsequently disturbed the peroneal nerve function causing numbness of the lateral foot. There was no indication that the patient will be revised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.